Event description:
The customer reported the system displayed a "tube anode hot" warning message, had a "pop" sound, and the system no longer makes x-rays. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a new x-ray tube and snubber assembly. He performed a filament calibration. The system is operating as intended.